Event description:
(B)(6) study. Same patient as 2134265-2010-05992. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. Lesion 1 was located in the proximal right coronary artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 16 mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending artery with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct placement of a 2.75 mm x 24 mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6), the patient presented with recurrent angina. On 189 days post index procedure, in-stent restenosis was found in the lad and rca. The mid lad (cass site 13) was treated with placement of a 3.5 x 15 mm promus stent with 0% residual stenosis. The proximal rca (cass site 1) was treated with placement of a 3.0 x 23 mm promus stent with 0%residual stenosis. The distal rca (cass site 3) was treated with pre dilatation and placement of a 2.5 x 12 mm promus stentwith 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).